Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the superior vena cava (svc) coil of the right ventricular (rv) lead was noted to be stretched. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.